Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("stabbing pain in vagina"), myalgia ("muscles are sore"), migraine ("migraine") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, myalgia, migraine and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, migraine, myalgia, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information added. Event medical device removal updated to event chronic pelvic pai. Events: migraine, protracted/irregular bleeding/menstrual cycles added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('your body has been through a major surgery / what kind of hysterectomy did you have') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal pain ("stabbing pain in vagina") and myalgia ("muscles are sore"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vulvovaginal pain and myalgia outcome was unknown. The reporter considered medical device removal, myalgia and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('your body has been through a major surgery / what kind of hysterectomy did you have') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vulvovaginal pain ("stabbing pain in vagina") and myalgia ("muscles are sore"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vulvovaginal pain and myalgia outcome was unknown. The reporter considered medical device removal, myalgia and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.